Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a lap chole procedure, when deploying the bag there was a hole in the pouch. No adverse events reported. Patient status is okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when deploying the bag there was a hole in the pouch. No further details were provided.